Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had wound at the lead site that would never heal. The leads were exposed to the skin and there was an actual breakage. The patient underwent a revision procedure wherein two out of four leads were explanted. No device malfunction was suspected. The patient was reportedly doing well postoperatively.